Event description:
Patient has used recent order of pen needles and the lantus solostar is jamming, when patient uses previous order of the exact pen needles, the pen works again. Dose, frequency and route used: use 3 to 4 times daily or directed for use with insulin per dose schedule. Therapy dates: 1/18 - current. Diagnosis for use: diabetes. Event abated after use stopped or dose reduced?: yes.